Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "pump 2 hard door to open"; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "pump 2 hard door to open" was confirmed and reproduced during service evaluation. The assignable cause was corrosion in the pump 2 door hinges. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.